Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a pcb00 23.0 diopter intraocular lens (iol) it was observed that the iol was missing the trailing haptic as the lens was coming out the injector. Through follow up it was learned that the trailing haptic was stuck in the cartridge. It was also learned that the lens was inserted and removed from the patient's left eye. No vitrectomy was required, however incision enlargement was needed to remove the lens and three sutures were used to close the wound. Various maneuvers to release the haptic led to a tear of the rhexis, making it risky to insert the new lens into the capsular bag. There was no rupture of the posterior capsule, so the new lens was successfully placed in the space of the sulcus. Significant hypertonia was observed at one day post-op, but was resolved after treatment. There was also a stromal edema of the cornea, but patient's ocular condition appears to be improving.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/22/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed and the plunger was observed in advanced position and the cartridge was correctly engaged into lower body of the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at 10x microscope magnification was performed and the lens was received out of the device with one haptic missing. The missing haptic was observed stuck at the cartridge tube. Therefore, the reported issue was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.